Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be broken. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the ojr414 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint ojr414 optiflow junior 2 nasal cannula confirmed that the tubing was stretched and deformed at swivel grip joint. Conclusion: we are unable to determine the cause of the reported event. However, it is likely due to the tube being inadvertently pulled during use. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general cautions: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Manufacturer narrative:
(B)(4). We have requested the return of the complaint ojr414 optiflow junior 2 nasal cannula for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was broken. There were no reported patient consequences.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be broken. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal cannula. Section d2b: product code updated to btt. Section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to mr. (B)(6). Section g4: PMA/510(k) number updated. Method: the ojr414 optiflow junior 2 nasal cannula was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint ojr414 optiflow junior 2 nasal cannula confirmed that the tubing was stretched and deformed at swivel grip joint. Conclusion: we are unable to determine the cause of the reported event. However, it is likely due to the tube being inadvertently pulled during use. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general cautions: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).